Event description:
Same case as: 6000084-2007-00052. It was reported that during a coronary drug eluting stenting procedure, the stent did not fully expand. The lesion being treated was located in the severely calcified, severely tortuous proximal to mid left anterior descending (lad) artery. The imaging catheter was unable to cross the lesion, so a rotablator was used with a 1.5mm burr for debulking. The physician decided to just treat the proximal lad. The lesion was predilated with a 2.5x14 mm non-bsc balloon. A 2.75x16mm taxus express2 drug eluting stent was implanted at 16 atm. Then the ivus catheter was advanced, partially crossing the stented segment. Ivus showed the stent was not fully expanded. Upon removal, the imaging catheter got stuck in the stent. The physician attempted to retrieve it by: pulling the guidewire; removing the inner shaft, then advancing the guidewire through the outer shaft and pushing; advancing the balloon through the outer shaft and inflating; advancing another guidewire along the outer shaft, then advancing the balloon and inflating. All methods of removal were unsuccessful. As a result, the physician cut the proximal end of the outer shaft, and advanced a terumo sheath onto the outer shaft. Then the catheter was removed from the body. Surgery was not required. The taxus stent was post dilated and remains in the patient. No additional patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.